Event description:
It was reported that during an unknown procedure, stapler jammed when fired. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Malformed clip. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. The er320 instrument was returned with the jaws in closed position and with one malformed clip jammed. Once the jaws were cleared, the instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements. The batch record was reviewed and no anomalies were noted during the manufacturing process.